Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that latch was defective. A field service engineer (fse) confirmed tower door 1 latch was frequently failing despite prior greasing. Removed the latch and replaced it with upgraded latches, then cleaned the controller connector pins. Everything tested good in hardware test application and proactive inspection was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the tower door was failed. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.